Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 1.7 mmol/l. Customer stated that experienced low blood glucose and insulin pump was suspended insulin. Customer had given the 3 doses of basal and kicked out of auto mode for being low blood glucose. Insulin pump was beeping all night and makes irritable. This was causing stress and sleepless nights for the customer's parents as they was concerned that the their child will slip into a coma and die. Sensor reading was 9 mmol/l, 17 mmol/l, 18 mmol/l. Customer was not thrilled to do troubleshooting. The insulin pump will not be returned for analysis.